Manufacturer narrative:
(B)(4). Method: the subject iw990jeu infant warmer was returned to fph service center in (B)(4) for preventive maintenance check. The unit was visually inspected, electrical safety tested and performance checked, as part of the preventive maintenance check. Results: no physical damage noted with the returned infant warmer. It also passed the electrical safety test. However, performance check showed that the power fail indicator of the infant warmer failed to flash and make an audible sound. Further investigation revealed that the power pcb board was defective. Conclusion: the "power fail" alarm is an indicator of main power supply failure. The energy stored in the capacitor of the power pcb board usually provides up to 10 minutes of pulsing alarm in the event that the power fails while the unit is switched on. The red indicator light of the "power fail" alarm on the front control panel will then flash and produce an audible alarm when the power supply to the infant warmer has failed. Based on the service report provided, the power pcb board was found to be defective, causing the "power fail" alarm to stop functioning. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device service manual contains a checklist which specifies that users should perform safety, performance and functional checks at least once a year. The fault on the returned infant warmer was discovered during preventive maintenance check with no patient involvement. The infant warmer was returned into hospital service after the power pcb board was replaced.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) marketing manager that an iw990jeu manual control wall mount infant warmers is due for preventive maintenance (pm) check. During routine service conducted by an fph service engineer, it was noticed that the power fail indicator of the infant warmer failed to flash and make an audible sound.